Event description:
It was reported that the monitor was in use monitoring a patient when the monitor was switched off for a period of time and then switched back on again. Unknown to the user, the monitor defaulted back to the american settings for chart speed and the resulting readings were acted upon, resulting in the patient having an emergency cesarean section. Ge healthcare's investigation is ongoing. A follow up report will be submitted once the investigation has been completed.